Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 48mm stent delivery system was returned for analysis in two sections and the distal shaft was attached to the customer's guidewire. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. A shaft break was noted 26 cm proximal to the distal tip. The inner shaft polymer extrusion was stretch/bunched 7.5 cm proximal to the distal tip. The shaft polymer extrusion was stretched close to the port bond. The distal section of the device could not be tracked on a test guidewire due to the inner shaft stretching. The proximal section of the sds was introduced through a 5f test guidecatheter without issue. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter became stuck on the wire. After a non-boston scientific guide wire was crossed the lesion, a 3.50 x 48mm synergy xd drug-eluting stent was selected for treatment. However, upon advancing it into the guidewire, it would no longer move forward or backwards. Both the stent and the guidewire were removed as one from the body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the catheter became stuck on the wire. After a non-boston scientific guide wire was crossed the lesion, a 3.50 x 48mm synergy xd drug-eluting stent was selected for treatment. However, upon advancing it into the guidewire, it would no longer move forward or backwards. Both the stent and the guidewire were removed as one from the body. The procedure was completed with a different device. No patient complications were reported.